Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. A requests were made on (B)(6) 2018 for medical records / images and was denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
On (B)(6) 2018, the patient was implanted the ovation system to treat an abdominal aortic aneurysm. On (B)(4) 2018, endologix was made aware of a type 1b endoleak. On (B)(6) 2018, the physician elected to implant an additional lliac limb. The endoleak was resolved. As of the date of this report, there have been no additional patient sequelae reported.